Event description:
During an arthroscopic procedure, the physician was reportedly using a smartstitch suturing device handle and a smartstitch m-connector. It was reported m-connector disconnected from the handle while the physician was working in the patient's joint space. No patient injuries were reported as a result of this event.

Manufacturer narrative:
Device 2 of 2. Reference manufacturer's report: 2032380-2011-00105. Please note, the patient's identifying information was requested but not received. In addition, no lot number was available; therefore, no manufacturing or expiration date could be provided.